Event description:
It was reported that a pump malfunction occurred, indicated by the "malf 12" code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the problem reappeared.